Event description:
A healthcare facility in kentucky reported via a fisher & paykel (f&p) healthcare representative that a neonate developed a pneumothorax while receiving CPAP therapy using an rt265 infant dual-heated evaqua2 breathing circuit with a bc191-05 flexitrunk nasal mask and prongs. It was further reported by the healthcare facility that the patient experienced a desaturation and difficulty breathing. At this time, condensation was observed in the rt265 breathing circuit and in the bc-191-05 flexitrunk nasal mask. A chest x-ray was performed and a pneumothorax was identified. The patient subsequently required intubation and a chest tube to be inserted. The healthcare facility also confirmed that the patient recovered and has since been discharged.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was requested however was not available. Section h11: method: the subject devices, photographs, and additional information about the reported event were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the healthcare facility reported that the subject devices were not available for return to f&p healthcare for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject devices, we are unable to confirm or determine the cause of the reported event. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of setup and environmental factors. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. The user instructions that accompany the rt265 breathing circuit include an illustration showing the correct setup of the device. It also includes the following: - check breathing circuits for condensation every 6 hours and drain if required. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - when mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient. - do not cover the circuit with material such as blankets, towels or bed linen. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - check that the heater wire is evenly distributed along the circuit and not bunched or kinked. The user instructions that accompany the bc191-05 flexitrunk nasal CPAP interface include illustrations and instructions to demonstrating correct setup of the device. It also includes the following: - check for condensate regularly and drain as required. - use patient oxygen monitoring. - connection to other manufacturers' humidification systems increases the risk of condensation and/or high gas temperature delivery to the patient.